Manufacturer narrative:
The journal author assessed that none of the cases were directly connected to any medtronic device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal article: management of aspirin intolerance in patients undergoing percutaneous coronary intervention. The role of mono-anti platelet therapy: a retrospective, multicenter, study title: journal: edizioni minerva medica year: 2019 ref: doi: 10.23736/s0026-4725.19.04787-x. Average age. Majority gender. Date of publication there is no information to suggest the device caused or contributed to the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal that resolute integrity, driver and integrity bms were implanted in a selection of the patients in the study group along with a selection of non-medtronic devices. The aim of this study was to assess the overall number of patients discharged with mono antiplatelet therapy with aspirin sensitivity after percutaneous coronary intervention (pci). In-stent restenosis was reported in 1 patient who received a driver bms along with two cases of in-stent restenosis where resolute integrity des stents were used. Other adverse events reported included death, acs, tvr / tlr and stroke.